Event description:
The home patient reported that a rat bit through the patient line of their homechoice set. The patient was instructed to end treatment and restart with new supplies and to report to their healthcare professional. The healthcare professional reported there was no patient injury or medical intervention associated with this event.